Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2 reference manufacturer report: 3006705815-2016-00575. It was reported that the trial patient had an epidural hematoma. In turn, the trial leads were removed (B)(6) 2016 and the area was decompressed. Post-operatively, the physician noted there were no deficits.